Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade 4-hours post procedure was reported. A pericardiocentesis was performed to resolve the event. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that during the procedure no re-captures were required and there were no difficulties noted when deploying the device. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 16mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. Is was noted that the left atrial appendage (laa) had a reverse chicken wing shape. The patient was in sinus rhythm during the procedure. Transseptal puncture was inferior posterior. The patient's activating clotting time (act) was less than 300 sec. 8000 units of heparin were administered. The patient's left atrial pressure was greater than 12mmhg. No pericardial was noted prior to the procedure. During the procedure no re-captures were required. There were no difficulties noted with deploying the device. The device was implanted. 4 hours post-implant a pericardial effusion was detected which led to a cardiac tamponade. The cardiac tamponade surrounded the heart and was 2mm from the subcostal plane. Pericardiocentesis was performed. Upon further review, it was observed that the pulmonary artery was very close to the distal part of the lobe, which was believed to be the cause of the cardiac tamponade. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.